Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of x-ray images confirmed nondisplaced fracture of the inferior pole of right patella with signs of consolidation. No evidence of implant fracture. Complaint is confirmed. Root cause was unable to be determined as the device remained implanted in the patient and was not returned to adequately investigate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty and subsequently the patient experienced a periprosthetic nondisplaced fracture of the inferior pole of the right patella. The patient was placed in an extension brace for 6 weeks and was noted to be resolved without further treatment or intervention. There is no additional information at this time.